Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010, a xience v stent was implanted in a mid right coronary artery (rca), and approximately 18 months later, on 0(B)(6) 4/21/2012, the patient expired from a general/musculoskeletal/connective tissue disorder of unknown origin while at home. It is listed as "unknown" if this death was related to the device or to the procedure. There was no additional information provided.